Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology unknown. It was reported that the stent graft migrated because of aneurysm neck dilatation approximately 2 years post-implant. The aneurysm was increasing in diameter; therefore, the decision was made to explant the device and convert the patient to open surgical repair of the aneurysm. The explant procedure was performed in 2002. The patient's status is unknown. Receipt and analysis of the explanted stent graft is pending.